Event description:
The doctor reported that the mount stuck in the implant.

Manufacturer narrative:
Upon separation of components and visual inspection, confirmed that the mount is cracked around hexed seating surface and the hex in the mount screw has been damaged. Also found that the hex on the implant has also been damaged. No lot or order number provided. The product¿s history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.